Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced foreign matter in the fluid path. The following information was provided by the initial reporter: foreign matter: ink smears are adhering to the connection between the needle and the hub.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd 1ml tuberculin syringe slip tip experienced foreign matter in the fluid path. The following information was provided by the initial reporter: foreign matter: ink smears are adhering to the connection between the needle and the hub.